Event description:
It was reported that this left ventricular (lv) lead exhibited noise with over-sensing and pacing inhibition. Technical services (ts) discussed troubleshooting options and programming considerations. This lv (left ventricular) lead remains in service. No adverse patient effects were reported. It was noted that the patient presented to the emergency room (ER) with unrelated symptoms of abdominal pain and vomiting. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).